Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tape not sticking event on 14-jun-2024. The infusion set was in use for two days. The glucose level was 300 mg/dl. No further information available